Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative carried out an internal inspection of the unit, however no visible evidence of burning was identified. Extensive testing of the device was performed. The water pumps were run with various combinations of cooling and warming on the patient and cardioplegia circuits and no burning smells were noted during the testing. The device was examined closely and no residual odor was detected anywhere on the unit. Extensive soak testing was also performed without producing any evidence of burning or overheating. All functional checks found the unit to be operating within specification. An electrical safety test was successfully completed and the device was returned to service. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
(B)(4) received a report that the customer detected a burning smell coming from the heater-cooler system 3t during a disinfection cycle. The device was removed from service. There was no patient involvement.